Event description:
It was reported that the external pulse generator would not stay powered on. Different batteries were tried but the generator continued to shut down on its own. The generator was returned for service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the device would not power up due to the main printed circuit board being out of specification. It was also noted that the upper case was broken, one bail cover was broken and contaminated, the ring cover was broken, the ring was bent and the keyboard window was scratched.